Event description:
The pt was not getting good pain relief. A dye study was performed (date and results unk) and the physician could not aspirate from the catheter. A catheter problem was suspected, and the pt underwent exploratory surgery. Good csf flow was observed and the catheter was considered patent. The pt was very thin and the 40ml pump was causing discomfort and pushing against her skin. It was decided to replace the pump during the same surgery with a 20ml pump. With the previous pump, the pt received dilaudid 43 mg/ml at 18 mg/day as well as bupivicaine. With the new pump, she was started on a dose of dilaudid 2 mg/day and within a week was back to her original dose. Additional info from the user facility report: in 2009, 03:05 pm, pt had a pain pump removed and a new one was implanted. The old device was sent to risk management for evaluation before taken by company rep to be evaluated.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. No permanent harm. Implant date: 2009. Date of report: 07/24/2009.